Manufacturer narrative:
The device was returned to a zoll approved service provider and the customer's report was observed upon initial testing. However, the device was put through extensive testing without duplicating the report. The device will be returning to zoll medical corporation for further evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer's report was duplicated and attributed to the airway pressure transducer on the smart pneumatic module. The smart pneumatic module was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.